Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a tmicl implantable collamer lens into the patient's right (od) eye. The surgeon reports higher cylinder than expected; refractive astigmatism. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected data: h6- device problem code 1401- refractive surprise should be in the initial MDR. H6- device problem code 2923- lens rotation should be in the initial MDR.